Event description:
On (B)(4) 2012, clinic notes dated (B)(6) 2012 were received regarding this vns patient. Clinic notes dated (B)(6) 2012 indicated that since the patient's last clinic visit, ((B)(6) 2011), his seizures had overall been under stable control; however, for the past two months, he has had twitching and quivering of his lips followed by cessation of activity and staring then jerking of the left side of his body lasting a few minute. The frequency was variable; these occurred off and on all day or just a few times, but they tended to occur just prior to receiving his medication doses. The patient was not having any other seizure types and was not having any seizures at night, to the mother's knowledge. The settings from this date were provided. It was written that the patient was tolerating vns without adverse effects. During the appointment, multiple events o bilateral twitching/fluttering, twitching of lips and tongue lasting about 30 to 45 seconds were witness followed by a return to baseline. No stiffening or twitching or jerking of the extremities was noted. The vagus nerve stimulator was functioning properly and diagnostics indicated that the battery was sufficient although it was anticipated that the generator should be nearing end of service in the near future since the patient had the generator for nearly five years. No changes were made to the patient's settings. Clinic notes dated (B)(6) 2012 indicated that since the patient's last clinic visit ((B)(6) 2012), the patient's seizure control was stable. The patient continued to have a few ''small seizures'' daily described as twitching of his mouth and starting lasting a few seconds; these occurred just before his medications were due. The patient had not had any nocturnal generalized tonic-clinic seizures. The patient had near daily episodes of twitching of his shoulder lasting a few seconds; he was awake and alert during these spells without any seeming confusion. The patient's settings from this appointment were provided. The patient was still tolerating vns without adverse events. The patient's seizures were stable and under acceptable control. The vagus nerve stimulation is functioning properly, but diagnostics indicated that the battery was nearing end of service. The patient's mother expressed desire to have the vns replaced. Although she was not certain of its efficacy for seizures control, she felt the patient was more alert after vns was implanted and that seizures might be worse without the vns. Attempts for additional information will be made. Surgery is likely but has not taken place.

Event description:
Attempts for additional information have been unsuccessful. No surgical intervention for the increase in seizures was taken. A review of programming history on (B)(6) 2012 confirmed that normal mode and system diagnostics were within normal limits on (B)(6) 2012.

Event description:
A response from the physician on (B)(6) 2012 did not provide information relevant to this event.

Manufacturer narrative:
Review of programming history. Event description, corrected data: previously submitted MDR indicated that surgery was likely; however, surgical intervention for the reported increase in seizures was not taken. This report is being submitted to correct this information.